Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the 1st obtuse marginal with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. Following the index procedure the patient experienced a myocardial infarction. Cardiac enzyme elevation occurred with peak troponin 0.98ng/ml, uln 0.05 ng/ml. ECG performed ((B)(6) 2010) revealed marked bradycardia. No action was taken and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)